Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings:. No defect was found. Testing was unable to duplicate the reported complaint. The last basal and bolus delivery were recorded on (B)(6) 2013 16:57. The pump history shows pump was not in use from (B)(6) 2013 16:02 until (B)(6) 2013 20:02; no basal deliveries or boluses were made during this time period. Pump completed 24hr duration test successfully with no alarms. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad.. The tdd¿s prior to the event add up correctly. No associated alarms in alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he was admitted to hospital on (B)(6) 2013 with a blood glucose (bg) level over 500mg/dl with ketones, nausea, vomiting. He remained on pump and was given additional corrections via syringe; lowest bg was 385mg/dl. Patient admitted to ICU initially, now in medical room, to be discharged on (B)(6) 2013. He was never off pump during stay. Patient calling because he feels something is wrong with pump; reports no issues with site, reports he changes every 3 days, no leaks, no air bubbles, no bent cannulas, prime history indicates site changes every 4 days. Customer support (cs) review of pump found that no boluses were recorded in the history for (B)(6) 2013: patient reports he took boluses from pump on both of those days; bolus history indicates patient has been receiving boluses with meals since being in hospital. This complaint is being reported because a patient on pump therapy was hospitalized for hyperglycemia and because boluses are not being recorded in the bolus history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.